Event description:
Caller reported a malfunction on pump. There was no adverse impact to customer¿s blood glucose level. Customer received assistance in resetting the pump, and the malfunction did not recur.